Event description:
A report was received that the patient was experiencing trouble charging the ipg and was having discomfort at the ipg site. The patient underwent a pocket revision procedure wherein the ipg was moved to his abdomen. The patient was doing well postoperatively.